Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was abandoned surgically. Additional information indicated that the lead was fractured in the past and the physician elected to turn off the lead until generator changeout. There were no other clinical observations noted. No additional adverse patient effects were reported.